Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) year old male patient contacted zoll customer support to report that the patient had a raised, red, and oozing rash under two of the electrodes. The patient's nurse reported that the rash appeared to be blisters. On (B)(6) 2009, the patient's wife followed-up with zoll customer support to report that for a short time the blisters had cleared up with the use of cornstarch. However, the blisters had redeveloped. On (B)(6) 2009, the patient ended use.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.